Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to flashing medtronic logo. Unable to download history files and traces using thump and carelink due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, internal battery, keypad flex tail, battery tube, vibrator and motor assembly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked select button keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bg and dka. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to flash medtronic logo. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was cracked battery tube side. The customer experienced hyperglycemia with blood glucose value of 566 mg/dl. The customer also reported confusion, feeling sick/unwell, headache, tired/weak, diabetic ketoacidosis, shortness of breath and chest pain, hyperglycemia was treated with manual injection and pump in emergency medical services. The event involved product(s) mmt-1884l, mmt-342, mmt-441ag, mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884l is expected and the customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-7040a. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr.